Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues"), rash ("rashes"), blister ("blisters"), migraine ("migraine"), tooth disorder ("dental issues"), hypersensitivity ("allergic reaction") and urinary incontinence ("urinary incontinence") and was found to have weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder, infection, menstrual disorder, rash, blister, weight increased, migraine, tooth disorder, hypersensitivity and urinary incontinence outcome was unknown. The reporter considered autoimmune disorder, blister, hypersensitivity, infection, menstrual disorder, migraine, pelvic pain, rash, tooth disorder, urinary incontinence and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area') and autoimmune disorder ('autoimmune reaction') in a 38-year-old female patient who had essure (batch no. A47942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, gerd, vitamin d deficiency, heavy periods, oligomenorrhea, anogenital warts (cervical high risk hpv (human papillomavirus)), vulvovaginal human papilloma virus infection, noninfective vulvitis and uterine bleeding. Concurrent conditions included abdominal pain, vulvovaginal candidiasis, hyperprolactinemia, joint pain, night sweats, hot flashes, frequency urinary, nocturia and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012 and terconazole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced headache ("migraines/headaches - head pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 20 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("pain: lower back"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced mood swings ("mood swings") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic reaction/vaginal allergic reaction"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), rash ("rashes"), blister ("blisters"), tooth disorder ("dental issues") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving, the autoimmune disorder, menstrual disorder, rash, blister, weight increased, tooth disorder, hypersensitivity, urinary incontinence, mood swings, urinary tract infection, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the headache, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, autoimmune disorder, back pain, blister, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. (B)(6) 2016, surgical pathology report: uterus and bilateral fallopian tubes: cervix showing moderate acute and chronic inflammation, leiomyoma, uterine cervix, -2 mm in diameter. Benign secretory phase endometrium. Serosal surfaces are unremarkable. Fallopian tubes are unremarkable. Negative for malignancy. Insertion detail: both tubal ostia are visualized. The first essure was inserted on the right side, seated and released, there are two calls left in the endometrial cavity. The second was inserted on the left side, seated, and released, two coils are left in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal bleeding, allergic reaction, dyspareunia, mood swings, dysmenorrhea, urinary continence". Most recent follow-up information incorporated above includes: on 23-jul-2019: plaintiff fact sheet received. Events ¿mood swings, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), depression, mental anguish, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue and pain: lower back, she did not undergo essure confirmation test were added¿. Events pain: pelvic area, back pain outcome was updated to recovering and abnormal bleeding (menorrhagia, vaginal bleeding), headaches were updated to recovered¿. Event infection updated to urinary tract infection, migraine / headache updated to head pain. Reporters, demographics, medical history, concurrent condition, essure lot number, essure removal date was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area') and autoimmune disorder ('autoimmune reaction') in a 38-year-old female patient who had essure (batch no. A47942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, gerd, vitamin d deficiency, heavy periods, oligomenorrhea, anogenital warts (cervical high risk hpv (human papillomavirus)), vulvovaginal human papilloma virus infection, noninfective vulvitis and uterine bleeding. Concurrent conditions included abdominal pain, vulvovaginal candidiasis, hyperprolactinemia, joint pain, night sweats, hot flashes, frequency urinary, nocturia and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012 and terconazole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced headache ("migraines/headaches - head pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 20 days after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/ psych injury"), anxiety ("mental anguish"), back pain ("pain: lower back") and migraine ("migraines/ headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection/bladder / urinary problems ¿ uti"). On (B)(6) 2015, the patient experienced mood swings ("mood swings"), vaginal discharge ("vaginal discharge") and hot flush ("hot flashes"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic reaction/vaginal allergic reaction") and vaginal infection ("bladder / urinary problems ¿ uti, vag. Infect"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), menstrual disorder ("menstruation issues"), genital rash ("rashes/allergy ¿ rash / skin condition/ genital area"), blister ("blisters"), tooth disorder ("dental issues"), urinary incontinence ("urinary incontinence"), abdominal pain ("pain (abdominal)"), chest pain ("felt like heart attacks") and burning sensation ("burn all up my neck"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, genital rash, headache, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain and vaginal infection had resolved, the menstrual disorder, blister, weight increased, tooth disorder, hypersensitivity, urinary incontinence, mood swings, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, hot flush, migraine, chest pain and burning sensation outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, blister, burning sensation, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, genital rash, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 190 lbs. (B)(6) 2016, surgical pathology report: uterus and bilateral fallopian tubes: cervix showing moderate acute and chronic inflammation, leiomyoma, uterine cervix, -2 mm in diameter. Benign secretory phase endometrium. Serosal surfaces are unremarkable. Fallopian tubes are unremarkable. Negative for malignancy. Insertion detail: both tubal ostia are visualized. The first essure was inserted on the right side, seated and released, there are two calls left in the endometrial cavity. The second was inserted on the left side, seated, and released, two coils are left in the endometrial cavity. Plaintiff received treatment for pain, bleeding, allergy, bladder / urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal bleeding, allergic reaction, dyspareunia, mood swings, dysmenorrhea, urinary continence". Lot number:a47942 manufacture date: 2012-08 expiration date: 2015-08-31. Concerning the injuries reported in this case, the following one/ones were reported via social media: felt like heart attacks, burn all up my neck. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Event allergic rash was changed to genital rash. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area') in a 38-year-old female patient who had essure (batch no. A47942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, gerd, vitamin d deficiency, heavy periods, oligomenorrhea, anogenital warts (cervical high risk hpv (human papillomavirus)), vulvovaginal human papilloma virus infection, noninfective vulvitis and uterine bleeding. Concurrent conditions included abdominal pain, vulvovaginal candidiasis, hyperprolactinemia, joint pain, night sweats, hot flashes, frequency urinary, nocturia and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012 and terconazole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced headache ("migraines/headaches - head pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 20 days after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/ psych injury"), anxiety ("mental anguish"), back pain ("pain: lower back") and migraine ("migraines/ headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection/bladder / urinary problems ¿ uti"). On (B)(6) 2015, the patient experienced mood swings ("mood swings"), vaginal discharge ("vaginal discharge") and hot flush ("hot flashes"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic reaction/vaginal allergic reaction") and vaginal infection ("bladder / urinary problems ¿ uti, vag. Infect"). On (B)(6) 2017, the patient was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), genital haemorrhage ("gen. Abnorm. Bleed"), menstrual disorder ("menstruation issues"), genital rash ("rashes/allergy ¿ rash / skin condition/ genital area"), blister ("blisters"), tooth disorder ("dental issues"), urinary incontinence ("urinary incontinence"), abdominal pain ("pain (abdominal)"), chest pain ("felt like heart attacks") and burning sensation ("burn all up my neck") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, genital rash, headache, hypersensitivity, urinary incontinence, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal discharge, back pain, abdominal pain, vaginal infection and chest pain had resolved and the menstrual disorder, blister, tooth disorder, mood swings, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue, hot flush, migraine, burning sensation and the last episode of weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, blister, burning sensation, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, genital rash, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 190 lbs. (B)(6) 2016, surgical pathology report: uterus and bilateral fallopian tubes: -cervix showing moderate acute and chronic inflammation, -leiomyoma, uterine cervix, -2 mm in diameter. -benign secretory phase endometrium. Serosal surfaces are unremarkable. -fallopian tubes are unremarkable -negative for malignancy patient received treatment for pain, bleeding, bladder/ urinary problems and allergic reaction. Insertion detail: both tubal ostia are visualized. The first essure was inserted on the right side, seated and released, there are two calls left in the endometrial cavity. The second was inserted on the left side, seated, and released, two coils are left in the endometrial cavity. Plaintiff received treatment for pain, bleeding, allergy, bladder / urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal bleeding, allergic reaction, dyspareunia, mood swings, dysmenorrhea, urinary continence". Lot number:a47942, manufacture date: 2012-08, expiration date: 2015-08-31. Concerning the injuries reported in this case, the following one/ones were reported via social media: felt like heart attacks, burn all up my neck. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of events " pain, bleeding, bladder/ urinary problems and allergic reaction "were updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area') and autoimmune disorder ('autoimmune reaction') in a 38-year-old female patient who had essure (batch no. A47942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, gerd, vitamin d deficiency, heavy periods, oligomenorrhea, anogenital warts (cervical high risk hpv (human papillomavirus)), vulvovaginal human papilloma virus infection, noninfective vulvitis and uterine bleeding. Concurrent conditions included abdominal pain, vulvovaginal candidiasis, hyperprolactinemia, joint pain, night sweats, hot flashes, frequency urinary, nocturia and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012 and terconazole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced headache ("migraines/headaches - head pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 20 days after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/ psych injury"), anxiety ("mental anguish"), back pain ("pain: lower back") and migraine ("migraines/ headaches"). In september 2015, the patient experienced urinary tract infection ("urinary tract infection/bladder / urinary problems ¿ uti"). On (B)(6) 2015, the patient experienced mood swings ("mood swings"), vaginal discharge ("vaginal discharge") and hot flush ("hot flashes"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic reaction/vaginal allergic reaction") and vaginal infection ("bladder / urinary problems ¿ uti, vag. Infect"). On (B)(6) 2017, the patient was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), menstrual disorder ("menstruation issues"), genital rash ("rashes/allergy ¿ rash / skin condition/ genital area"), blister ("blisters"), tooth disorder ("dental issues"), urinary incontinence ("urinary incontinence"), abdominal pain ("pain (abdominal)"), chest pain ("felt like heart attacks") and burning sensation ("burn all up my neck") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, genital rash, headache, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain and vaginal infection had resolved, the menstrual disorder, blister, tooth disorder, hypersensitivity, urinary incontinence, mood swings, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, hot flush, migraine, chest pain, burning sensation and the last episode of weight increased outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, blister, burning sensation, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, genital rash, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 190 lbs. (B)(6) 2016, surgical pathology report: uterus and bilateral fallopian tubes: -cervix showing moderate acute and chronic inflammation, -leiomyoma, uterine cervix, -2 mm in diameter. -benign secretory phase endometrium. Serosal surfaces are unremarkable. -fallopian tubes are unremarkable -negative for malignancy insertion detail: both tubal ostia are visualized. The first essure was inserted on the right side, seated and released, there are two calls left in the endometrial cavity. The second was inserted on the left side, seated, and released, two coils are left in the endometrial cavity. Plaintiff received treatment for pain, bleeding, allergy, bladder / urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal bleeding, allergic reaction, dyspareunia, mood swings, dysmenorrhea, urinary continence". Lot number:a47942 manufacture date: 2012-08 expiration date: 2015-08-31. Concerning the injuries reported in this case, the following one/ones were reported via social media: felt like heart attacks, burn all up my neck. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event weight gain was added. New reporter was added. On 23-mar-2020: reporter added from social media. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area') and autoimmune disorder ('autoimmune reaction') in a 38-year-old female patient who had essure (batch no. A47942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, gerd, vitamin d deficiency, heavy periods, oligomenorrhea, anogenital warts (cervical high risk hpv (human papillomavirus)), vulvovaginal human papilloma virus infection, noninfective vulvitis and uterine bleeding. Concurrent conditions included abdominal pain, vulvovaginal candidiasis, hyperprolactinemia, joint pain, night sweats, hot flashes, frequency urinary, nocturia and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012 and terconazole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced headache ("migraines/headaches - head pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 20 days after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/ psych injury"), anxiety ("mental anguish"), back pain ("pain: lower back") and migraine ("migraines/ headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection/bladder / urinary problems ¿ uti"). On (B)(6) 2015, the patient experienced mood swings ("mood swings"), vaginal discharge ("vaginal discharge") and hot flush ("hot flashes"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic reaction/vaginal allergic reaction") and vaginal infection ("bladder / urinary problems ¿ uti, vag. Infect"). On (B)(6) 2017, the patient was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), menstrual disorder ("menstruation issues"), genital rash ("rashes/allergy ¿ rash / skin condition/ genital area"), blister ("blisters"), tooth disorder ("dental issues"), urinary incontinence ("urinary incontinence"), abdominal pain ("pain (abdominal)"), chest pain ("felt like heart attacks") and burning sensation ("burn all up my neck") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, genital rash, headache, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain and vaginal infection had resolved, the menstrual disorder, blister, tooth disorder, hypersensitivity, urinary incontinence, mood swings, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, hot flush, migraine, chest pain, burning sensation and the last episode of weight increased outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, blister, burning sensation, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, genital rash, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 190 lbs. On (B)(6) 2016, surgical pathology report: uterus and bilateral fallopian tubes: cervix showing moderate acute and chronic inflammation, leiomyoma, uterine cervix, -2 mm in diameter. Benign secretory phase endometrium. Serosal surfaces are unremarkable. Fallopian tubes are unremarkable. Negative for malignancy. Insertion detail: both tubal ostia are visualized. The first essure was inserted on the right side, seated and released, there are two calls left in the endometrial cavity. The second was inserted on the left side, seated, and released, two coils are left in the endometrial cavity. Plaintiff received treatment for pain, bleeding, allergy, bladder / urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal bleeding, allergic reaction, dyspareunia, mood swings, dysmenorrhea, urinary continence". Lot number:a47942, manufacture date: 2012-08, expiration date: 2015-08-31. Concerning the injuries reported in this case, the following one/ones were reported via social media: felt like heart attacks, burn all up my neck. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area') and autoimmune disorder ('autoimmune reaction') in a 38-year-old female patient who had essure (batch no. A47942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, gerd, vitamin d deficiency, heavy periods, oligomenorrhea, anogenital warts (cervical high risk hpv (human papillomavirus)), vulvovaginal human papilloma virus infection, noninfective vulvitis and uterine bleeding. Concurrent conditions included abdominal pain, vulvovaginal candidiasis, hyperprolactinemia, joint pain, night sweats, hot flashes, frequency urinary, nocturia and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 201., paracetamol (acetaminophen) since (B)(6) 2012 and terconazole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced headache ("migraines/headaches - head pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 20 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("pain: lower back"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced mood swings ("mood swings") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic reaction/vaginal allergic reaction"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), rash ("rashes"), blister ("blisters"), tooth disorder ("dental issues") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving, the autoimmune disorder, menstrual disorder, rash, blister, weight increased, tooth disorder, hypersensitivity, urinary incontinence, mood swings, urinary tract infection, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the headache, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, autoimmune disorder, back pain, blister, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. (B)(6) 2016, surgical pathology report: uterus and bilateral fallopian tubes: -cervix showing moderate acute and chronic inflammation, -leiomyoma, uterine cervix, -2 mm in diameter. -benign secretory phase endometrium. Serosal surfaces are unremarkable. -fallopian tubes are unremarkable -negative for malignancy insertion detail: both tubal ostia are visualized. The first essure was inserted on the right side, seated and released, there are two calls left in the endometrial cavity. The second was inserted on the left side, seated, and released, two coils are left in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal bleeding, allergic reaction, dyspareunia, mood swings, dysmenorrhea, urinary continence". Lot number:a47942, manufacture date: 2012-08, expiration date: 2015-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: quality-safety evaluation of ptc. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area'), autoimmune disorder ('autoimmune reaction') and genital haemorrhage ('gen. Abnormal. Bleed') in a 38-year-old female patient who had essure (batch no. A47942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, gerd, vitamin d deficiency, heavy periods, oligomenorrhea, anogenital warts (cervical high risk hpv (human papillomavirus)), vulvovaginal human papilloma virus infection, noninfective vulvitis and uterine bleeding. Concurrent conditions included abdominal pain, vulvovaginal candidiasis, hyperprolactinemia, joint pain, night sweats, hot flashes, frequency urinary, nocturia and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) from 5-feb-2012 to 12-feb-2013, paracetamol (acetaminophen) since (B)(6) 2012 and terconazole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced headache ("migraines/headaches - head pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 20 days after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/ psych injury"), anxiety ("mental anguish"), back pain ("pain: lower back") and migraine ("migraines/ headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection/bladder / urinary problems ¿ uti"). On (B)(6) 2015, the patient experienced mood swings ("mood swings"), vaginal discharge ("vaginal discharge") and hot flush ("hot flashes"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic reaction/vaginal allergic reaction") and vaginal infection ("bladder / urinary problems ¿ uti, vag. Infect"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dermatitis allergic ("rashes/allergy ¿ rash / skin condition"), blister ("blisters"), tooth disorder ("dental issues"), urinary incontinence ("urinary incontinence") and abdominal pain ("pain (abdominal)"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, dermatitis allergic, headache, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain and vaginal infection had resolved, the menstrual disorder, blister, weight increased, tooth disorder, hypersensitivity, urinary incontinence, mood swings, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, hot flush and migraine outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, blister, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 190 lbs. On (B)(6) 2016, surgical pathology report: uterus and bilateral fallopian tubes: -cervix showing moderate acute and chronic inflammation, -leiomyoma, uterine cervix, -2 mm in diameter. -benign secretory phase endometrium. Serosal surfaces are unremarkable. -fallopian tubes are unremarkable. -negative for malignancy. Insertion detail: both tubal ostia are visualized. The first essure was inserted on the right side, seated and released, there are two calls left in the endometrial cavity. The second was inserted on the left side, seated, and released, two coils are left in the endometrial cavity. Plaintiff received treatment for pain, bleeding, allergy, bladder / urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal bleeding, allergic reaction, dyspareunia, mood swings, dysmenorrhea, urinary continence". Lot number:a47942 manufacture date: 2012-08 expiration date: 2015-08-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet received. Events added from pfs- hot flashes, migraines/ headaches. Onset date of event vaginal infection, depression, anxiety, fatigue were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area'), autoimmune disorder ('autoimmune reaction') and genital haemorrhage ('gen. Abnorm. Bleed') in a 38-year-old female patient who had essure (batch no. A47942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, gerd, vitamin d deficiency, heavy periods, oligomenorrhea, anogenital warts (cervical high risk hpv (human papillomavirus)), vulvovaginal human papilloma virus infection, noninfective vulvitis and uterine bleeding. Concurrent conditions included abdominal pain, vulvovaginal candidiasis, hyperprolactinemia, joint pain, night sweats, hot flashes, frequency urinary, nocturia and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012 and terconazole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced headache ("migraines/headaches - head pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 20 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("pain: lower back"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection/bladder / urinary problems ¿ uti"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced mood swings ("mood swings") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic reaction/vaginal allergic reaction"). In (B)(6) 2016, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), rash ("rashes/allergy ¿ rash / skin condition"), blister ("blisters"), tooth disorder ("dental issues"), urinary incontinence ("urinary incontinence"), abdominal pain ("pain (abdominal)"), skin disorder ("allergy ¿ rash / skin condition") and vaginal infection ("bladder / urinary problems ¿ uti, vag. Infect"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, rash, headache, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, skin disorder and vaginal infection had resolved, the menstrual disorder, blister, weight increased, tooth disorder, hypersensitivity, urinary incontinence, mood swings, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, blister, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 190 lbs. (B)(6) 2016, surgical pathology report: uterus and bilateral fallopian tubes: cervix showing moderate acute and chronic inflammation, leiomyoma, uterine cervix, -2 mm in diameter. Benign secretory phase endometrium. Serosal surfaces are unremarkable. Fallopian tubes are unremarkable. Negative for malignancy. Insertion detail: both tubal ostia are visualized. The first essure was inserted on the right side, seated and released, there are two calls left in the endometrial cavity. The second was inserted on the left side, seated, and released, two coils are left in the endometrial cavity. Plaintiff received treatment for pain, bleeding, allergy, bladder / urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal bleeding, allergic reaction, dyspareunia, mood swings, dysmenorrhea, urinary continence". Lot number:a47942, manufacture date: 2012-08, expiration date: 2015-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Events: pain(abdominal), bleeding ¿ gen. Abnormal. Bleed, skin condition, psych injury, vaginal infect were added. Event outcome was added for the events: abdominal pain, gen. Abnormal. Bleed, skin condition, vaginal infection. Event outcome was updated for the events: pelvic pain, autoimmune disorder, rashes, uti. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.